Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device returned to the home screen when the record button was pressed, whilst viewing 12 lead ECG (electrocardiography). There was patient involvement, however no health consequences or impact.